Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the clinician programmer batteries were low and ran out when the healthcare provider (hcp) was trying to update the pump. Hcp had to reprogram everything. In the process reprograming the hcp entered the wrong saline concentration and dose, so the bb (bridge bolus) was not calculated properly. Device troubleshooting ensued and the hcp was walked through entering all of that information: programming everything back to what it originally was and then update the pump and programming all of the new values again: old drug/value: dilaudid 10 mg/ml, 1.498 mg/day; new drug/value: saline 1 ml/ml, .0481 ml/day.